Event description:
It was initially reported that the patient was being treated for a total hip replacement. It was later confirmed that the patient was being treated for a primary total knee arthroplasty (tka). The patient presented redness on the skin of the surgical site five days post op. A swab of the surgical site was procured which tested positive for gram positive cocci indicating the patient was infected with (B)(6). The infection remained at the superficial level only and the patient was sent home with a vancomycin treatment. The patient responded well to the treatment.

Manufacturer narrative:
Vitagel is manufactured aseptically including comprehensive environmental and sterility testing. A device history review was performed for the lot reported in this event; there were no anomalies identified which could have affected product stability. All environmental testing and sterility testing has passing results indicating a sterile device. A literature review was also performed to support this investigation. In 2011, bloomfield/barsoum primary tka article(attached), discussed that 1 of the 50 patients who were treated with vitagel; developed a superficial abscess that resolved with oral antibiotics. There were also no reported deep infections. In the attached costasis vitagel study involving 167 patients only two reported events were attributed to the device neither of which were infection. These events were determined to not be serious. In the attached joulie/girard article the following statistics were identified regarding the rate of (B)(6) infection following primary tka/thas. It states the mean rate of infection for tka patients ranges from 0.6% to 1.77% . (B)(6) reported cases ranged from 0.54% up to 9% for both tka and tha cases it is based on the findings above that it is highly unlikely that vitagel contributed to the reported event. Infection is a known risk of surgery and (B)(6) is a common infection associated with hospital settings. - attachment: [barsoum ccf vg.pdf, surgery 2001 costasis.pdf, factors governing healing of infections following prosthesis implant. Product discarded after use.